Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that a patient with acute myocardial infarction had an intra-aortic balloon (iab) inserted successfully, after which an "autofill failure" occurred. A second attempt to initiate therapy was made, but unsuccessful. The iab was replaced successfully to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and five leaks were detected on the membrane at the same location on opposite sides approximately 15.5cm from the rear seal measuring 0.076cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. The penetrations found appear to have been caused by a sharp object. It is difficult to determine how or when the penetrations occurred, however leaks found at the same location on opposite sides of the membrane is an indication that the membrane was folded. This typically occurs during the insertion process. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that a patient with acute myocardial infarction had an intra-aortic balloon (iab) inserted successfully, after which an "autofill failure" occurred. A second attempt to initiate therapy was made, but unsuccessful. The iab was replaced successfully to continue therapy. There was no reported injury to the patient.